Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and the barbed suture was used. During surgery, the tab came off when putting the first stitch. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: by "anchor" do you mean the needle? No. It means the tab. Device return status? The device has been received at sukagawa and will be shipped. No further information will be provided. Trade name - irgacare®.active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/24/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that an empty opened foil and needle-suture piece of product were received for evaluation. In order to evaluate the conditions of the returned sample, the swage and attachment area was noted to be as expected, body fluids and damage were noted in some barbs and the suture end was cut apparently by use of the surgical instrument. The section of the fixation tab was not received for evaluation. The condition of the sample received indicates improper handling of the device. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m.